Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a prior dislocation and was revised today with replacement of her acetabular poly liner and femoral head. Liner was moderately loose inside the well fixed cup. Revised to a pinnacle 52 +4/10 degree poly and 36mm +5 femoral head. Doi: (B)(6) 2018, dor: (B)(6) 2020, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. Examination of the provided x-ray image does note evidence of a disassociation event. It is also noted that the acetabular cup appears more vertical and also having less version than is recommended by depuy. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.